Event description:
The customer reported difficulty pressing the quick bolus/wake button on their pump, which required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by initially trying to resolve the issue with button press instructions and removing the pump case, but when difficulties persisted. The customer continued to use the pump for insulin therapy.